Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va087sr, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The manufacturers representative reported that there was going to be a revision because the patient felt the other lead was sub-par since implant. The revision was scheduled for (B)(6) 2015. The patient had the system on the right side and the doctor recently did a trial on the left side and the patient apparently had a much better response. Additional information from the rep reported with the sub-par lead, the symptoms worsened. She had fecal incontinence and was having multiple episodes per week. Troubleshooting was done; the doctor took an x-ray of the lead placement, did impedance tests and had the patient try all 7 standard programs. The lead was partially removed on (B)(6) 2015 and the existing battery was connected to the new lead. The patient was indicated for bowel dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.